Event description:
Reporter stated that the lancet protrudes from the multiclix lancet device's end-cap after firing. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).